Event description:
A pharmacist reported on behalf of a customer, an error message issue with the adc device. An error-3 message was observed on the meter and due to this, customer was reportedly admitted into the intensive care unit. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter ((B)(6)) and strips ((B)(6)) has been returned and investigated. Performed visual inspection on returned meter and strips and no issues were observed. The meter did power on with button press and strip insertion. Meter did not display an error message and the meter was able to advance to the apply sample screen. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and determined there was no indication that the product did not meet specification. DHR (device history review) for the freestyle neo meter and precision test strips were reviewed and the DHR showed the freestyle neo meter and precision strips passed all tests before release. Retain testing for the precision test strips was performed as well and all units performed within specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported on behalf of a customer, an error message issue with the adc device. An error-3 message was observed on the meter and due to this, customer was reportedly admitted into the intensive care unit. No additional information was provided. There was no report of death or permanent injury associated with this event.